Event description:
Country of complaint: (B)(6). Electrode steelex breaking off; in place of connection to stimulation device metal rods; resulting in non-functioning electrodes.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: electrode steelex breaking off; in place of connection to stimulation device metal rods; resulting in non-functioning electrodes. Sample returns: initial return of the samples by customer, were shipped to the incorrect supplier. OEM was unable to confirm receipt of the samples, as of the date of this report. Evaluation is currently on-going, as of the date of this report.